Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported the applicator needle of the freestyle libre sensor was "extremely oversized, causing the sensor not to function and caused excessive bleeding". Details of the user report are as follows: there was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.